Event description:
Anesthesia staff member discovered the ranger bladder cartridge was leaking within the chamber. Patient received sodium chloride and 2 units of packed red blood cells through the blood warmer throughout the case. Bladder was discovered to be defective at the end of the case. Although "pumper" was used, the units were not under pressure from pressure bags and without resistance in removing unit from chamber. Surgeon did not order additional antibiotic coverage after being informed.